Manufacturer narrative:
The customer suspected device was returned for investigation. Upon inspection and testing of the returned device, the air/water channels was found blocked and had foreign debris. The device inspection confirmed the blockage which appeared as stained white material. In additional, the evaluation stated that the stained whited material blocking the air/water channel was likely the result of user handling. Further evaluation of the returned device found the following defects: reduced angulation, loose angulation control knob, insulation malfunction /electric safety test failed on the insertion section (the insulation resistance value between distal end and connector was out of specification), and foreign material remain or clogged due to insufficient reprocessing. Comprehensive leakage check was completed, and no leaks were evident. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus colonovideoscope to the olympus service center due to a labeling issue. Upon inspection and testing of the returned device, foreign debris was found protruding from the air/water channel of the videoscope. This report is being submitted for the event found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. The follow field was updated: event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional follow-up was conducted with the customer; the customer was unsure when the reported issue occurred but stated that the reported issue may have occurred after the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: a) the brush was broken during brushing of the air/water valve. Then bristle entered the air/water channel and became stuck in the nozzle. B) for reprocessing, user used a cloth such as gauze in which lint comes off. Then lint lodged into the air/water channel and made the nozzle clog. There is a possibility that the user can reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instructions for use (IFU) reprocessing manual: ¿all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. Single use combination cleaning brush (bw-412t) check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Manually cleaning the endoscope and accessories_ clean the external surfaces while immersing the endoscope completely in the detergent solution, thoroughly wipe all external surfaces of the insertion section, using clean lint-free cloths, sponges. Brush the channels the single use combination cleaning brush (bw-412t) is for single use. Repeated usage of this brush may cause the brush head to become bent or kinked, which could cause it to come off during use.¿ olympus will continue to monitor field performance for this device.